Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16april2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The customer believes water from the humidifier possibly entered into the unit. The fse recommended that the customer replace the blower assembly. The blower is on hold and cannot be ordered at this time. The customer requested that the case be closed.

Event description:
It was reported that the unit declared an 1122 error (blower temperature high). There was no patient involvement. Event date not specified, estimate used.